Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: a hospital worker reports that they have had a problem at the beginning of surgery, after putting on the troughs and entering the abdominal cavity interferences began. The screen went black for a while and then looked good again. But it happened several times. Since it was a complex surgery, they decided to cancel it.

Manufacturer narrative:
Investigation results: the device (tc200; image1 s connect; sn: (B)(6) manufactured 23-feb-2021) was not returned to the manufacturer for inspection. The other two devices involved (tc300 and th100) were also not sent in for investigation. Therefore, no physical technical inspection is possible and the error description provided by the customer "screen interference" could not be confirmed. The customer mentioned clearly that the product failed temporarily and now works perfectly again. The most probable root cause is an incorrect connected camera head plug. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In addition, we want to draw your attention to page 31 of the corresponding instruction for use (document ID: lza705_en_v4.3_IFU_ce-MDR) which includes a warning under section 5.2 "inspecting the product" advising to check the camera head cable. The event is filed under internal karl storz complaint ID: (B)(4).